Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, and route were not reported) for peritonitis. At the time of this report, the patient was continuing antibiotic treatment and recovering from the peritonitis event. The patient was scheduled for removal of their pd catheter. No additional information is available.